Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an axios electrocautery-enhanced stent was implanted to treat a pancreatic fluid buildup during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2025. During the procedure, an axios stent was inserted into the collection. The first flange was successfully deployed and took approximately 4 minutes to fully expand, aided by manipulation of the catheter within the collection. The second flange did not deploy for 7 minutes until the physician used a rat tooth forceps to manually open the stent on the gastric side. The procedure was successfully completed using the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5 has been updated with the additional information received on july 01, 2025. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an axios electrocautery-enhanced stent was to be implanted to treat a pancreatic fluid buildup during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2025. During the procedure, an axios stent was inserted into the collection. The first flange was deployed successfully after 4 minutes with catheter manipulation. However, the second flange did not deploy for 7 minutes until the physician used a rat tooth to open the stent on the stomach side. The procedure was successfully completed using the original device. There were no patient complications reported as a result of this event. ***additional information received on july 1, 2025*** the physician deployed the stent within the scope and rotated the large wheel to the right, consistent with the eus-guided 1-to-1 deployment technique, where the second flange is released by simultaneously advancing the catheter and retracting the scope. No resistance was encountered during the deployment.

Manufacturer narrative:
Blocks h7 (if remedial act init, type), h9 (correction/removal reporting #), and h11 were updated with the additional information received on december 19, 2025. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios electrocautery-enhanced stent was to be implanted to treat a pancreatic fluid buildup during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2025. During the procedure, an axios stent was inserted into the collection. The first flange was deployed successfully after 4 minutes with catheter manipulation. However, the second flange did not deploy for 7 minutes until the physician used a rat tooth to open the stent on the stomach side. The procedure was successfully completed using the original device. There were no patient complications reported as a result of this event. Additional information received on july 1, 2025. The physician deployed the stent within the scope and rotated the large wheel to the right, consistent with the eus-guided 1-to-1 deployment technique, where the second flange is released by simultaneously advancing the catheter and retracting the scope. No resistance was encountered during the deployment. Additional information received on july 25, 2025. This axios electrocautery-enhanced stent was to be implanted transduodenal.

Manufacturer narrative:
Block b5 has been updated with the additional information received on july 25, 2025. Block h6 (device codes) has been corrected. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an axios electrocautery-enhanced stent was to be implanted to treat a pancreatic fluid buildup during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2025. During the procedure, an axios stent was inserted into the collection. The first flange was deployed successfully after 4 minutes with catheter manipulation. However, the second flange did not deploy for 7 minutes until the physician used a rat tooth to open the stent on the stomach side. The procedure was successfully completed using the original device. There were no patient complications reported as a result of this event. ***additional information received on july 1, 2025*** the physician deployed the stent within the scope and rotated the large wheel to the right, consistent with the eus-guided 1-to-1 deployment technique, where the second flange is released by simultaneously advancing the catheter and retracting the scope. No resistance was encountered during the deployment. ***additional information received on july 25, 2025*** this axios electrocautery-enhanced stent was to be implanted transduodenal.

Event description:
It was reported to boston scientific corporation that an axios electrocautery-enhanced stent was to be implanted to treat a pancreatic fluid buildup during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, an axios stent was inserted into the collection. It was noted that there was no resistance during the deployment. The first flange was deployed successfully after 4 minutes with catheter manipulation. However, the second flange did not deploy for 7 minutes until the physician used a rat tooth to open the stent on the stomach side. The procedure was successfully completed using the original device. There were no patient complications reported as a result of this event. ***additional information received on july 25, 2025*** the type of procedure performed was an eus (endoscopic ultrasound) procedure. The intended anatomical location for the stent placement is transduodenal to the pancreas.

Manufacturer narrative:
Block b5 has been updated with the additional information received on july 25, 2025. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the reportable event of additional device required.